Event description:
It was reported a small volume folfusor leaked. The leak was observed "in the cap from the line" (not further specified). This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between august 24- august 25, 2023. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye noted fluid inside a bag that contained the unit. A functional leak test was performed by filling the unit with green colored water. No evidence of rupture was observed form the bladder during and after fill. After fill and prime, to ensure the blue winged cap is securely connected, the cap was hand tightened by manually rotating the cap until the cap could not be rotated further. The sample was being monitored until the next day. The next day, no signs of leak were observed. The reported condition was not verified. However, the event most likely occurred due to a user error by not tightening the blue winged cap. The product labelling, instructions for use, indicates the winged cap should be securely connected to the flow restrictor after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.